Manufacturer narrative:
Customer¿s complaint of ¿the device shut down occurring without any prior warning¿ was confirmed in history but not duplicated. Device was received with the battery charge indicator showing depleted battery. Device would only power on in ac power mode with a replace pump service battery alarm. Tested device by pressing battery change softkey, device battery indicator immediately showed at full charge. Power cycled device and device now powers on and functions as designed. Review of device alarm log history found error code n56 present, 12 month review of device found battery change softkey had not been pressed at time of last battery replacement. Replaced battery for preventative maintenance. Battery change softkey was pressed. Device no longer alarms with error message. Device passed self-test with no error alarms. Device passed visual inspection. Probable cause is battery change softkey not pressed.

Manufacturer narrative:
The device is expected to be received for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the device unexpectedly shut down during an active central venous line (cvl) infusion of levophed at 20 mcg/min. There was patient involvement, however, harm was not reported as a consequence of this event.